Manufacturer narrative:
Weight (B)(6). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an IV set for a tna infusion at 6.7 ml/hr was found to be leaking at the filter. The patient's blood glucose level was 60 prior to event. At 21:13 the blood glucose was 27, and when rechecked a few minutes later it was 28. A d10 bolus was given. The patient improved after the IV set was changed.